Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a dental implant was explanted due to a claim of discomfort from the patient. No patient impact was reported during the procedure.